Manufacturer narrative:
The field service engineer (fse) observed the wash buffer leaking from the wash station and noted waste back-flowed to the wash station from the wash pump. The fse replaced the waste pump tubing and resolved the issue. The instrument conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported dried precipitant inside the instrument, around the wash cup on the closed-tube aliquotter (cta) involving the unicel dxc 600i synchron access clinical system. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient consequence. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.